Event description:
Cook medical reported for sales rep. "On (B)(6)2010, presented to cook (B)(4) representative when nurses did flush and waited on return of blood flow (per protocol), when no blood flow return, took xray and determined catheter had detached from locking mechanism which was still attached to port." Soreness, palpitations, scar tissue, additional insertion site.

Manufacturer narrative:
(B)(4)